Event description:
It was reported that pump displayed malfunction alarm malf 12 that could not be reset, with no additional notable events described before malfunction. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide blood glucose information. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, and was advised to return malfunctioning pump using prepaid label, while technical support arranged shipment of replacement pump and instructed customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.